Manufacturer narrative:
Sensor (B)(4) has been returned and investigated. Visual inspection has been performed on sensor and no issues were observed. No physical damage observed on sensor patch. No issues were observed with the sensor adhesive. No malfunction or product deficiency was identified. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The dhrs showed the libre sensor kits passed all tests prior to release and there was no indication that the product did not meet specifications. The date of event is unknown. The date entered in section b3 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A webform complaint was received in which the customer reported the sensor prematurely detached and the customer was unable to obtain readings and monitor glucose levels. As a result, customer received treatment of juice, sugar, or food provided by a non-healthcare professional. Customer refused to provide further details. There was no report of death or permanent impairment associated with this event.